Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle the hub and safety shield were missing. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when connected the holder, the hub and the safety shield were detached.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and hub/collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and hub/collar separation was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle the hub and safety shield were missing. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: when connected the holder, the hub and the safety shield were detached.